Event description:
N/a

Manufacturer narrative:
Additional information received: event date : 31/07/2023. Product reference: 801404 lot number: 6756705. When was it noticed? "Pre-operative setup and checks". Was the patient under anesthesia? "Yes". How did you finalize the procedure? "Removed and isolated faulty items and all packets with same lot number". Was there any surgical delay due to this issue? "No". Was there any consequence(s) for the patient health? "No consequence error discovered prior to surgical knife to skin".

Event description:
A facility reported a pattie packaging with 13 patties in a packet of 10. The 3 extra patties had no string. No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Patties were returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected by the failure evaluator. Per the failure evaluator, the 3 extra patties were present on the card, remaining patties present on the card were all acceptable per manufacturing specifications. The complaint could be verified through failure analysis. Root cause - per the complaint background, 13 patties in a pack of 10. The complaint was confirmed in the complaint investigation. Per the failure evaluator, the operator working on this lot had an alarm alert them to an issue with the string of the pattie feeding properly, and after correcting the string feeding issue, the count on the stack being produced when the alarm went off was not confirmed and the three extra patties made prior to the alarm made it on to the next stack of 10 being produced once the alarm was corrected. This is attributed to operator error for failure to confirm the count after an alarm. There is currently an open corrective and preventative action (CAPA) for the patties/strips product family related to x-ray polymer issues, string issues and incorrect count.

Event description:
N/a.